Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer who confirmed there was no sound coming from the device. A good faith effort (gfe) response mentioned the customer restarted the unit several times, but there was no sound. Before replacing the speaker, the customer turned on the unit, and there was sound. A replacement speaker was requested despite the sound working. To resolve the issue, the rse provided the customer with a quote for a replacement speaker. The shipment was tracked and received. Based on the information available, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the unit displayed a speaker fault. No audio was coming from the unit. The device was not in use on a patient at the time of event, there was no adverse event reported.